Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Initial observations supported the reported complaint and through testing when the cap was physically loosened, but dentsply was not able to determine why the handpiece failed when in use by the customer. There was no evidence of the cap unscrewing under testing conditions where the cap was affixed with the specified torque wrench. The issue of the cap coming off was replicated through testing but only when the cap was unscrewed by half revolution with pressure set at 30psig. Microscopic evaluation revealed wear on the rotor blades. The cap end beating was found loose. Significant damage also observed within the head cavity. Significant debris was found inside of the head and cap cavities. Multiple dimensions on the head and cap were checked by production personnel.

Event description:
In this event it was reported that a cap unscrewed from a tradition handpiece and fell into a patient's mouth and cut the palate. The patient did not need any medical intervention.